Manufacturer narrative:
Irritation/sores/burns can be manifested by itching, redness, rash or in extreme cases, open sores. The salter labs respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. Based on the information above, a report of irritation/sensitivity/sores is not reportable unless a serious injury or death is reported in the complaint. As this issue indicates that burns occurred this would be a reportable event.

Event description:
Customer advised cannula is burning the skin on her face. Purchased from (B)(6).

Manufacturer narrative:
Irritation/sores/burns can be manifested by itching, redness, rash or in extreme cases, open sores. The salter labs respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. Based on the information above, a report of irritation/sensitivity/sores is not reportable unless a serious injury or death is reported in the complaint. As this issue indicates that burns occurred this would be a reportable event. Complaint history for this part number was reviewed for the last 24 months. Six similar complaints have been reported. Based on the high volume of sales, this issue does not appear to be trending at this time. This issue will continue to be monitored. Some patients are particularly sensitive to some of the components of the cannula, and can develop an allergy. The most common sensitivities are to the plasticizer, and also sometimes the mek bonding solvent. Little can be done about this, because all cannulas use some type of plasticizer to keep the cannula soft and flexible. The 16soft series of cannulas use a higher concentration of plasticizer in the face piece, in order to make the tubing more comfortable. The patient's situation might improve by switching to the regular 1600 series cannulas, which use less plasticizer. Customer follow up was performed via phone call. Ra: this failure mode (r3) skin irritation due to exposure to a skin irritant, is identified on the risk analysis file (RMA-20017a) for oxygen cannulas. The severity of harm associated with this failure mode is considered an extreme (7) risk and does not meet the risk threshold for carb review (8).

Event description:
Customer advised cannula is burning the skin on her face. Purchased from lincare.